Manufacturer narrative:
(B)(4) (medical intervention required), (stent, failed to expand/stent suture broken). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent procedure for a malignant esophageal tumor, performed on (B)(6), 2010. According to the complainant, the stent was deployed successfully under fluroscopy, using a non-bsc guidewire. The physician intended to deploy the stent with the upper margin of the stent at the proximal tumor marker, but he left more of the stent below the distal margin. He was concerned that stenting too high might have put pressure on the patient's trachea, compounding the patient's pre-existing conditions of a collapsed right lung and lung cancer. The physician was content with the final stent placement. Upon reintroduction of a pediatric gastroscope to observe the stent endoscopically, it was noted that the stent had a kink at the proximal flare of approximately 1.5cm. The pediatric scope was exchanged for a gastroscope and biopsy forceps were introduced. An attempt was made to remove the stent by drawing on the retention suture. Grasping forceps were not available. The biopsy forceps severed the retention suture, and additional attempts to remove the stent were made by pulling on the wires. However, the stricture was too tight and the stent remained in place. The physician stated that the patient's co-morbidities might have been a contributing factor to the event. The physician planned to monitor the patient over the next forty-eight hours to observe if the stent unkinked. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received on (B)(6), 2010: the patient's weight was 90 pounds. The lesion was not predilated prior to the procedure. The stent remains implanted, and no further medical intervention has been required.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent procedure for a malignant esophageal tumor, performed on (B)(6) 2010. According to the complainant, the stent was deployed successfully under fluoroscopy, using a non-bsc guidewire. The physician intended to deploy the stent with the upper margin of the stent at the proximal tumor marker, but he left more of the stent below the distal margin. He was concerned that stenting too high might have put pressure on the patient's trachea, compounding the patient's pre-existing conditions of a collapsed right lung and lung cancer. The physician was content with the final stent placement. Upon reintroduction of a pediatric gastroscope to observe the stent endoscopically, it was noted that the stent had a kink at the proximal flare of approximately 1.5cm. The pediatric scope was exchanged for a gastroscope and biopsy forceps were introduced. An attempt was made to remove the stent by drawing on the retention suture. Grasping forceps were not available. The biopsy forceps severed the retention suture, and additional attempts to remove the stent were made by pulling on the wires. However, the stricture was too tight and the stent remained in place. The physician stated that the patient's co-morbidities might have been a contributing factor to the event. The physician planned to monitor the patient over the next forty-eight hours to observe if the stent unkinked. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.